Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. However, an off-label use was identified as zb implants were used in conjunction with competitor products. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 142-36-00 lot# unk exactech cocr fem head 36mm +0 offset 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient reported to the hospital with erythema and increased pain and discomfort. The doctor attempted to reduce her left hip and performed an aspiration. Subsequently, the patient was revised approximately 4 years post-implantation due to dislocation and infection. All components were replaced. Attempts have been made, and no further information has been provided.